Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 successfully deployed from the fast-fix 360 curved device but t2 failed to deploy and departed inserter upon removal of needle. T2 was removed and t1 remained in patient. A backup device was available to complete the procedure with a reported short delay of less than 30 minutes.

Manufacturer narrative:
Device investigation narrative - two fast-fix curved devices 72202468 received. The devices were received together in one box. Both devices have been used and are in fair condition. Neither device has t1, t2 or suture returned. Neither device has an outer sheath returned. Both devices advance and cycle. There is only one complaint ¿reason¿ listed, therefore both devices were evaluated for that reason. It was observed that both devices have twist to the delivery needles. Per the device¿s IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. With the damage noted, root cause for this complaint cannot be confirmed. No further investigation is warranted. (B)(4).